Event description:
Patient had some pain and then when she took out her denture, her implant came out.

Event description:
Patient had some pain and then when she took out her denture her implant came out.